Manufacturer narrative:
(B)(4).

Event description:
Patients device generated vt recording on hm showing apparent noise on atrial, ventricular, and farfield channels. No shock or atp delivered. Noise was similar to noise observed previously that attributed to patient use of a tens unit. Patient to be contacted to get more information. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.